Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the implantable cardiac monitor (icm) was implanted, the implantable cardiac monitor (icm) experienced diminished r-waves. The device was repositioned and continued to experience low r-waves. During an attempt at repositioning, the patient experienced a pause episode and a implantable pulse generator (ipg) was implanted. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.